Manufacturer narrative:
Problem code captures the reportable event of delivery system tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a female sling procedure performed on (B)(6) 2018. According to the complainant, during introduction, when the physician placed the association loop (wire) on the needle, the "steel handle of the wire" broke. The physician could not enter the association loop (wire) in a conventional way so he placed the association loop (wire) on the needle to pull and to fasten and the procedure was completed. There was no known consequence or impact to the patient.